Event description:
Resterilized duo-decapolar catheter was used. The device had no signals on two poles as soon as it was used. The cable was changed and there was still no signal on two poles. Another duo-decapolar catheter had to be opened. The signal is good on the new catheter (using the same cable).